Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "low power" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device experienced "low power" during surgery. It is known that the device was being used during surgery. No patient or user injury or medical intervention occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. The date of the event is unknown. There was no additional information provided.